Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. Fluid was reportedly leaking near the spinning spiros on the secondary line. The nurse hung cytoxan as an attached secondary cytoxan line (from the pharmacy) to the b line and turned on the plum pump when the leakage was noted. The secondary line had been primed with normal saline by the pharmacy. The rn was at chairside and closed the clamps, turned off the pump and returned the cytoxan bag to the pharmacy. The pharmacy did not need to waste the med. They returned the bag with new secondary tubing. The rn changed out the primary line as she was concerned of a high likelihood of proximal occlusion. A medsun mandatory and voluntary with uf/importer report number 1275899072-2025-8042 was received on 09-may-2025, from (B)(6) a health professional risk manager of scripps clinics stating that the type of report was a malfunction product problem. This is not a laboratory test device, and it was not reprocessed and reused on a patient. The common device name was closed antineoplastic and hazardous drug reconstitution and transfer system with procode onb. The event occurred at the outpatient treatment facility. There was no report of any human harm.

Manufacturer narrative:
The device was not in fact received for evaluation. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.